Event description:
An alarm sequence, specifically alarm 2 followed by alarm 26, was reported along with an occlusion issue. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to perform a series of troubleshooting steps, including disconnecting tubing and delivering boluses, which did not resolve the issue as the occlusion alarm persisted. The customer observed a ball of insulin but did not find any cracks or debris in the cartridge. They received instructions to replace the cartridge and acknowledged that adding insulin outside the load sequence was off-label and could cause false occlusions. The customer then changed supplies as needed and resumed insulin therapy.